Manufacturer narrative:
The customer reported complaint that the autopulse platform (sn (B)(6) displayed "system error, out of service, revert to manual CPR" upon powering up was confirmed during the functional testing and based on the review of the archive data. The root cause for the reported complaint was that the brake gap was out of specification and was not adjustable, due to a defective drive train. The archive data review indicated system error - 139 (unable to hold compression position), thus confirming the reported complaint. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering on, thus confirming the reported complaint. The brake gap inspection indicated that the drive train motor brake assembly air gap was too wide. The defective drive train motor was replaced to address the system error. Following service, the autopulse platform passed the load cell characterization test and run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with sn (B)(6).

Event description:
During truck check, the autopulse platform (sn (B)(6) displayed "system error, out of service, revert to manual CPR" upon powering up. No patient involvement.